Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture. The stricture was located at the pylorus and duodenal bulb and was 6cm in length. The patient anatomy was noted to be somewhat tortuous. During the procedure, the physician attempted to deploy the stent. When the stent was deployed by approximately 40%, resistance was encountered. The physician pulled the outer sheath with additional force and the outer sheath detached from itself near the handle. The stent was reconstrained into the outer sheath with difficulty and the stent system was removed. The procedure was completed with another wallflex enteral duodenal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. Reported event of stent catheter break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. It was noted that blood was present inside the distal end of the outer sheath. The distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 245mm distal to the handle break. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was unable to be moved distally or proximally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. Note: the investigation results were unable to confirm the reported event that the outer sheath had detached from itself. However, it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. Therefore, based on the delamination, this event will remain reportable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A review and analysis of all available information failed to indicate a root cause or probable root cause; the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture. The stricture was located at the pylorus and duodenal bulb and was 6cm in length. The patient anatomy was noted to be somewhat tortuous. During the procedure, the physician attempted to deploy the stent. When the stent was deployed by approximately 40%, resistance was encountered. The physician pulled the outer sheath with additional force and the outer sheath detached from itself near the handle. The stent was reconstrained into the outer sheath with difficulty and the stent system was removed. The procedure was completed with another wallflex enteral duodenal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.